Manufacturer narrative:
Concomitant medical products: c4tr01, crt-p, implanted: (B)(6) 2015. Product event summary: the partial lead was returned in segments and analyzed. Analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was capped but reusable. The lead was later removed and returned to the manufacturer and tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.